Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was not giving proper energy, also the tip of the instrument had bent. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and was found to have no damage to the grips. The instrument passed an electrical continuity test. The instrument was connected to in-house erbe energy generator and was recognized with no issues. No product issue was found. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. There was no damaged to the conductor wires. The instrument passed the electrical continuity test.